Event description:
Reporter alleges she had focused ultrasound on the left side of her brain to decrease tremors on her right hand. This procedure was done at (B)(6) hospital in (B)(6) where she had to pay $(B)(4) upfront. Allegedly, she was told the procedure is painless and its an in and out procedure, not only did she experience excruciating pain she also had an overnight stay for observation. She also felt ignored when she was in distress and it felt like she was in a torture chamber. Reporter believes the procedure was highly unsuccessful and expensive for something that did not work for her. She alleges her tremors have gotten worse, she was incoherent after the procedure, her scalp hurts and she has dizzy spells.